Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving an alert. Interrogation showed low lead impedance. Provocation testing could not reproduce the low lead impedance measurements. Possible lead damage is suspected. Lead remains implanted and alert turned on. Patient to be monitored. Patient condition after the event was good.